Event description:
The customer reported that the mx40 telemetry device has no sound. No adverse pt impact reported.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.